Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a constant alarm. The root cause of the reported condition was determined to be a defective micro processing unit printed circuit board. The device was returned unrepaired due to service estimate refusal by the customer. A service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infusor device which alarms when an infusion is started in the biomedical service department. This condition may have interrupted delivery. It is unknown when or at what point in the process the reported condition occurred. There was no patient involvement. No additional information is available at this time.